Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the imaging system would not take images on both the fluoroscopic and radiographic imaging. The site rebooted the system several times. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.